Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the touchscreen was sluggish and unresponsive in some areas. The stm replaced the video generator pcb which corrected the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had touchscreen issues. There was no patient involvement, and no adverse event reported.